Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to not be infusing medication is unintentional user error; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that device did not infuse. Event occurred while in use with patient and no patient harm/adverse event reported.